Event description:
Since this depuy pinnacle hip implant I have experienced daily pain in the groin area. I have trouble with daily activities such as walking, getting in & out of the car, dressing, showering, sleeping, sitting on low chairs and bending. I have discussed this with my physician and at first he felt it might be muscular, but now he has ordered blood work and a bone scan. I currently am (B)(6) old, have trouble working and with daily life. In addition this is my left hip and another procedure was done on my right hip 12 years ago with a biomet replacement with no problems. I feel strongly that there is a problem with this device.